Manufacturer narrative:
Visual examination found a small portion of the distal tip broken off. The remaining portion of the tip is twisted from applied force. Device broke in torsion. Examination under magnification indicates that the device was broken in the counter clockwise direction. The handle used with the driver is uni-directionally torque limiting in the clockwise direction. Tightening counter clockwise will not limit the force applied and the handle will not click out. The surgical technique describes the proper tightening method. Root cause appears to be due to the application of atypical force on the instrument. No anomalies were found.

Event description:
Surgeon tightened the skyline cam and then he reversed the cam and the tip of the can tightener broke off inside the cam. The piece could not be removed from the cam. The rep stated that the screw head was locked in and the surgeon placed bone wax over the cam. As an unintended portion of the device was left in the pt an MDR.